Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case. Device received with broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 520 mg/dl and 450 mg/dl. Infusion set tubing detachment was also reported. The customer experienced symptoms such as vomiting, shortness of breath, had trouble keeping liquids down, extreme nausea. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.